Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10 mg/ml at 0.937 mg/day) and clonidine (25 mcg/ml at 2.3413 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a refill on (B)(6) where the physician noted a smooth puncture, but a very mobile pump. The event date was reported to be (B)(6) 2019. Last time, there was difficult access with ultrasound determination of the entry point. It was preferable to fill with two people, where one person fixes the pump and the other aspirates and injects. The patient stated the difficult access was always the case. An examination was performed on (B)(6) 2019, and the device diagnosis was pump migration. No action was taken and the outcome was considered unresolved with no further action planned. The event was considered related to the device or therapy and unlikely related to the implant procedure. Further complications were not reported. Additional information was received. The cause of the mobile pump was not noted in the medical report.